Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01124. It was reported that experienced a few slips getting into a vehicle. Lead diagnostics showed contacts 1-8 had all high impedances. Bilateral coverage was attempted using contacts 8-16 of the right lead; however, coverage of left side pain area was ineffective. The patient¿s normal pain was unilateral right. The left sided pain is new pain. In addition, the ipg was moving/flipping inside the pocket. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted then replaced and the ipg was stitched to the pocket to help prevent it from flipping. Effective therapy was restored.